Manufacturer narrative:
This report is submitted on december 29, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68047 device analysis report.pdf]

Event description:
Cochlear became aware that the device was possibly explanted. Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 29, 2016 was filed inadvertently, no explant has occurred. This report is filed on january 24, 2017.